Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unrelated procedure, the atrial lead was found to be disabled. It was noted that the lead had exhibited noise in the past. The lead was enabled and the patient would be monitored.